Event description:
The patient reported that when the implantable neurostimulator (ins) was implanted, it was implanted on the wrong side. The ins was implanted on the patient's right side even though it was supposed to be implanted on the left side. The patient couldn's sleep because they slept on their right side and it hurt them. The ins was moved to the left side during a revision in (B)(6) 2015. The patient still had pain on their right side where the ins was originally implanted and they "had huge scar tissue there." The patient went to physical therapy to try to "work it out," but the patient couldn't walk, sit, or lay from it. When the patient saw their physician on (B)(6) 2016, they said they could try lidocaine patches, but the physician never gave them to the patient. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.